Event description:
It was reported that the patient presented remotely via merlin.net transmissions with nonsustained right ventricular oversensing due to double counting to qrs complex. Right ventricular lead malfunction was suspected. The lead was reprogrammed. The patient was not symptomatic due to the event and would continue to be monitored remotely.